Manufacturer narrative:
The hospital performs own repairs and has canceled a service request. No further information has been provided and no parts or the ventilator's logs have been received therefore no investigation has been performed. The cause of the reported failure has not been determined.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).